Manufacturer narrative:
Device not yet returned to manufacturer.

Event description:
On (B)(6) 2017, the manufacturer was notified that a percival valve (sz 21) implant was attempted on (B)(6) 2017. A perceval valve was collapsed using a collapsing tool without success. The same valve was attempted to be collapsed with a second collapsing tool, again without success. The second collapsing tool was then used to collapse a new perceval valve of the same size and this resulted in a successful collapsing and implant. This was a concomitant surgery (mvr & avr). Total c-clamp time for the procedure was 123 min.

Manufacturer narrative:
The manufacturing and material records for the perceval valve, , model pvs23, s/n # (B)(4) were pulled and reviewed for conformity as it relates to the reported event by quality control at livanova canada corp. No defects or evidence of defects were detected by visual inspection. A simulation of the collapsing procedure was performed with the returned valve and a demonstration accessory kit. The simulation was successfully completed without observing the reported issue. Based on the performed analysis, the problem experienced by the customer cannot be explained by any factor intrinsic to the involved device. As such, the root cause of the event is undetermined; however, the results of our investigation suggest that the event is not device related and the case can therefore be closed.